Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, e3 - occupation, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/18/2026. An investigation was conducted on 02/19/2026. A visual inspection was conducted. The device packaging was observed to be in an opened state. Only the cannula and accessory kit was observed in the opened plastic carrier. The product packaging was not returned for evaluation. There were no visual defects observed on the intact cannula. Based on the returned condition of the device as well as the evaluation results, the reported failure "contamination/decontamination problem - packaging problem" was not confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000523536 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Event description:
The hospital reported that upon removing the vasoview hemopro 2 from the box, the device was not contained within a sterile plastic bag. No patient was involved.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.